Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was not confirmed, however, a damaged circuit board was identified causing poor image quality. Based on the results of the investigation, a root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex videoscope had a blackout during pre-use testing/during set up in room. There was no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.